Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The backplane connection was repaired during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system x-ray button was stuck and continued to fluoro during a case. The emergency stop button was pressed. No patient injury was reported.